Manufacturer narrative:
Na.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted. However, difficulty advancing the sgc occurred, the shaft of the sgc was observed to be bent, and inability to use knob to adjust the sgc occurred. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xtw was deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the steerable guide catheter (sgc) soft tip was delaminating on the tip ring and that the sgc soft tip was observed to be deformed.

Manufacturer narrative:
All available information was investigated, and the reported bent sgc shaft was confirmed via device analysis. The reported jammed knob associated with inability to use knob was not confirmed. Additionally, the soft tip was observed to be delaminating on the tip ring, the soft tip was deformed, and the braids were observed to be untucked. The reported difficult to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and returned device analysis, the cause of the reported difficult to advance and jammed knob associated with the inability to use knob were unable to be determined. The observed soft tip delaminating on the tip ring and the deformed soft tip were likely due to post-procedural shipping/handling. The investigation determined that untucked braid and shaft deformation were likely related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.